Manufacturer narrative:
(B)(4). Batch #t94648. Investigation summary: the device was returned with the jaws misaligned, and further analysis on the tissue pad points to an off center burn-in mark. Additionally, the blade tip was damaged. The device was tested on a gen11. The device did activate during functional testing. No "difficulty to open or close" issues could be identified at any time during testing. The device was disassembled to inspect the internal components and no anomalies were found. Our manufacturing process has been identified to be possible cause of these issues. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the device blade and the tissue pad were misaligned when the jaws were closed. The blade tip was not broken off and no pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.